Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
During a review of the pt's programming history, it was found that the pt's device was found to be disabled (0 ma output current) upon initial interrogation at an office visit. It is suspected that a faulted systems diagnostic test occurred at the previous visit but the fault message was not recorded. A final interrogation was not performed after diagnostics to ensure the pt's settings were as intended. There were no reports of any pt adverse events as a result and the settings were adjusted at the next appointment.